Event description:
The customer reported the doctor is questioning the reactive architect anti-hbs results fora 58-year-old female patient with severe intellectual disability. The patient had not received the hbv vaccine. The following data was provided: sid:(B)(6). On (B)(6) 2024: anti-hbs result = > 1000 miu/ml on (B)(6) 2024: anti-hbs result = > 1000 miu/ml; repeat result at 1:20 dilution = 1549.28 miu/ml and 1503.03 miu/ml other testing results provided: (B)(6) 2008 hbsag and hcv tests generated both negative results. (B)(6) 2024 hbsag and hcv tests generated both negative results (hbsag result value = 0.00 iu/ml) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 57150fn00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Clinical specificity testing was performed on an in-house retained kit of the complaint lot 57150fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect anti-hbs reagent lot 57150fn00 was identified. Updated h4 - device mfg date: identified typographical error - corrected from 10/23/2023 to 10/20/2023.

Event description:
The customer reported the doctor is questioning the reactive architect anti-hbs results fora 58-year-old female patient with severe intellectual disability. The patient had not received the hbv vaccine. The following data was provided: sid (B)(6): on (B)(6) 2024: anti-hbs result = > 1000 miu/ml. On (B)(6) 2024: anti-hbs result = > 1000 miu/ml; repeat result at 1:20 dilution = 1549.28 miu/ml and 1503.03 miu/ml other testing results provided: (B)(6) 2008 hbsag and hcv tests generated both negative results. (B)(6) 2024 hbsag and hcv tests generated both negative results (hbsag result value = 0.00 iu/ml) there was no impact to patient management reported.